Event description:
The customers reported via phone call that customer were hospitalized due to high blood glucose and diabetic ketoacidosis on may 31, 2022. Blood glucose reading was 1040 mg/dl at time of hospitalization. Customer current blood glucose level was 120 mg/dl. Auto mode feature was not active at time of event. Customer was treated with intravenous insulin drip for high blood glucose. Customer reported that blood glucose value was very high and went into coma. No further patient complication were reported. Device was return for further analysis.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Customer returned pump for an alleged ems dispatched and was hospitalized for high bgs found on (B)(6) 2022. Also, on case-(B)(4), svn#: (B)(4)- customer returned pump for an alleged battery cap contact missing/damaged found on may 31, 2022. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. Unable to confirm battery cap damage due to pump received without the original battery cap. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.